Event description:
Customer reported he was inserting a sensor and when customer removed the needle the cannula came out with the needle. Customer stated the sensor stayed on the customer but the cannula was raised. Customer's blood glucose was 150 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).